Manufacturer narrative:
The user went to hospital for some procedure. Despite several call back attempts to gather additional information regarding hospital visit the user was unresponsive. Since the user was not responsive the complaint could not be confirmed.

Event description:
On 22 april 2025, senseonics was made aware of an incident where user went to hospital for some procedure.despite several call back attempts to gather additional information regarding hospital visit the user was unresponsive.